Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following an initial forward flush, the sheath tip was immersed in a saline bath and aspiration was performed. Air bubbles were observed in the irrigation tubing during aspiration despite the sheath tip remaining submerged in saline. At the time, the dilator had not been inserted. Troubleshooting, including repeated aspiration and flushing, did not resolve the issue. The sheath was not introduced into the patient and was replaced with another faradrive device. The procedure was successfully completed using replacement device. No patient complications occurred, and the patient recovered fully.